Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited low lead impedance due to clavicular crush. The lead was replaced.